Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained.

Event description:
It was reported that frayed and exposed wires were identified on the power cord of the patient electronics device. The power cord was replaced and there were no adverse consequences to the patient.